Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 375 mg/dl. The customer stated that she was driving while her blood glucose was high. The customer stated that her son took the wheel of the car and pulled over. The customer was taken to the doctor due to her high blood glucose readings. The customer stated that she passed out and does not remember the event. The customer does not want to troubleshoot for high blood glucose readings.